Event description:
Report received from an abbott international affiliate of leakage of saline from the secure lock connector and bleed back. It was reported "that the leakage of saline occurred from the secure lock connector when the clinician flushed the line with the squeeze flush. The amount of the saline leakage was very small. Immediately, the clinician replaced the secure lock connector with a new one because blood was backing up into the line. There was no bleeding from the secure lock connector". There is no report of an adverse patient event. Although requested, additional information has not been made available.